Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot # lb7762, implanted: (B)(6) 2003, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4). The device was used for an off label indication. The therapy was the device was used for was phantom limb pain.

Event description:
Additional information received reported the health care provider (hcp) spoke with the patient and they denied having called the manufacturer. It was reported the patient's system was working fine.

Event description:
It was reported the patient was in pain from his amputation and his stimulator wasn¿t working for him. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.